Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Insulin pump was returned for low battery alarms. Power graph analysis confirmed low battery alarms and an abnormal unloaded voltage ul vlith at the power management graph due to the non-sleep anomaly software error. Pump error 63 alarmed during self-test and confirmed in insulin pump's history due to cold solder joint at keypad assembly. Unit was received with cracked keypad overlay at select button, minor scratched lcd window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed low battery. The customer had issues with the insulin pump's battery longevity. The customer used expired batteries. The anomaly persisted after the battery cap was replaced. Customer's blood glucose level was 123 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.